Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a staged pci procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during removal following failed delivery. The device was inspected with no issues. The lesion being treated was located in the proximal obtuse marginal (om). An attempt was made to deliver the device using a non-medtronic guide extension catheter (gec) for additional support. Despite the use of the gec catheter, adequate support was not achieved during advancement. While attempting to position the stent, it dislodged from the delivery balloon and became lodged in the proximal om1. The stent was not removed from the patient. To manage the situation, a 2.0 x 8 mm onyx frontier des was dilated in the proximal om1 over a non-medtronic guidewire, effectively crushing the dislodged 2.0 x 12 mm stent against the vessel wall. No further patient complications were reported as a result of the event.